Event description:
A 6 mm diameter x 40 mm length bridge assurant biliary stent was inserted for use in a patient for treatment of a right iliac artery lesion in 2003. Vessel morphology was reported to be severely tortuous and calcified. It was reported that the stent was passed through the 7 f balkin sheath without difficulty; however, the lesion site could not be accessed due to vessel tortuosity and calcification. Upon retraction of the delivery system into the sheath, the stent dislodged into the left common iliac artery. The stent was successfully snared and removed, and the case was completed with another manufacturer's stent. No clinical sequelae were reported, and the patient is reported to be fine. Analysis of the returned stent and delivery system has been completed. The stent was returned separately from the delivery system, and half of it was deformed. Footprints and pillows were present on the balloon. No manufacturing anomalies were noted on the stent delivery system or stent. Based on the investigation performed, no manufacturing defects were noted that could have contributed to the stent dislodgement.